Event description:
Related manufacturer reference number:2017865-2023-95512. It was reported that patient's atrial lead exhibited noise. During lead revision procedure it was noted that the right ventricular (rv) lead was dislodged. Both lead were explanted and replaced. The patient was stable.